Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the catheter end shredded off. A direxion hi-flo catheter was used in performing chemoembolization. Upon withdrawal, it was noted that the entire end of the catheter shredded off. No patient complications were reported.